Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Root cause could not be determined. All information reasonably known as of 01-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a patient experienced a fast flow event. The device was initially set at 6 ml/hr but it ran out in 20-24 hours. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
Oe sample device was returned. The pump was received empty. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. The pinch clamp was opened and the pump infused at all selectable rates. The saf was set to 6ml/hr and flow accuracy testing was performed. After 50 hours of testing the pump yielded a flow rate of 5.00ml/hr which is with specification with a +/-20 % tolerance. Pressure pot testing was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 8.80psi. The saf flow rate 2ml/hr yielded a flow rate of 1.99ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.11ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.89ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.74ml/hr which is within specifications with a +/- 20% tolerance. The investigation summary concluded that a fast flow was not observed. The pump infused at all selectable flow rates. Flow accuracy testing was performed and was within specifications with a +/- 20% tolerance. Pressure pot testing was performed on saf. The tubing was detached from the bladder and connected to a pressure transducer using the average bladder pressure 8.80 psi. Each rate was within specification with a +/- 20% tolerance. Root cause could not be determined. All information reasonably known as of 22-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).